Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to missing retainer. The pump passed the self test however, unable to perform the displacement test due to broken reservoir tube lip and missing retainer. The pump was programmed with test glucose meter. The pump communicated properly and recorded the 95 mg/dl test value properly from glucose meter. Programmed a remote 2-unit bolus, transmitted to the pump, and the pump delivered the bolus properly. The pump internal serial number is displayed properly in the pump status menu. No pump to blood glucose meter communication error noted during testing.

Event description:
The customer reported via phone call that they cannot find serial number on the status screen. The customer¿s blood glucose was 267 mg/dl. Customer was assisted in checking settings for accuracy found all readings were accurate. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will be returned for analysis.